Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's right ventricular lead had a gradual increase in pacing impedance from 792 ohms to greater than 2000 ohms. The right ventricular lead is still in use. There were no patient complications reported as a result of this event.